Event description:
Additional information reported that the lead was capped and replaced due to noise on (b)(6(6) 2014.

Event description:
Additional information reported stated that on (B)(6) 2014 a merlin.net transmission revealed that the lead exhibited low impedance. That patient then presented to the clinic and noise was also noted which could be reproduced with isometrics. The patient experienced feeling lethargic. The nurse would discuss intervention with the physician.

Event description:
It was reported that the atrial lead exhibited low impedance. All electrical values were within range. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.